Event description:
It was reported the right ventricular (rv) lead exhibited slowly rising impedance over time on the low voltage portion of the lead. The rv lead remains in use and will continue to be monitored monthly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead impedance out of range alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. Concomitant product: product ID d164awg, serial# (B)(4). (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: defibrillator implanted: unknown. (B)(4).